Event description:
Beckman software upgrade version 5.1 was installed for both datalinks, interface for synchron's (general chem) and access (immuno assay). (Cerner felt it was a software problem with beckman). Once specimen was "in lab" datalink did not recognize any account number for that date "oo-060". After midnight the following day rptr datalinks and instrument mgrs. All ok now. Results would download to cerner - but had no upload of tests to do. Had to manually program tests to run. Slowed down all tsting turnaround time in chemistry. The version 5.1 software was supposed to take care of any problems with date.